Event description:
Additional information was received stating, patient symptoms has resolved after lens exchange.

Manufacturer narrative:
The lens was returned loose inside a plastic bag. Viscoelastic and blood was observed dried on the lens. The optic was cut into (B)(4) pieces. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that a qualified cartridge, handpiece and a non-qualified viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Upon return, the optic was cut into (B)(4) pieces, typical of an insertion and removal. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the 21.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company monofocal 21.0 diopter replacement lens. Due to a multifocal lens being replaced with a monofocal lens of the same diopter, this may suggest that the replacement lens model was an improved selection for this patient's vision needs or preferences. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient's far and near vision was not good. The iol was exchanged for another lens model two months following the initial implant procedure. Additional information was received and no patient harm reported.